Event description:
It was reported that pump displayed cartridge change error and inspection showed damaged cartridge seal. There was no adverse impact to the customer¿s blood glucose level. Customer removed cartridge, confirmed damaged o-ring, and with support filled and loaded new cartridge, which resolved issue, and customer declined further assistance so case was closed.